Manufacturer narrative:
(B)(4): no product was returned. With the available information, a contributing factor or cause for the reported event cannot be identi fied. No applicable imaging studies are available to help out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: c5-c6 it was reported that a patient underwent acdf with cage. Postoperatively, the patient complained of dysphagia and underwent revision surgery. The cage appeared to be giving no compression and that there may be a problem inside the esophagus, so the patient is to be examined with a fiberscope at a later date. Patient complications were reported unknown.